Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this transvenous right ventricular (rv) lead did perforate the rv vessel. This issue was noticed about an hour after implant, when the implanting physician noted loss of capture on telemetry. Initially lead dislodgment was suspected. The pt was noted as asymptomatic. No tamponade was suspected. To date, after surgical intervention to re-position this lead, the lead still remains in service.